Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a history of small r-waves on the right ventricular (rv) lead sensitivity was reprogrammed. It was father noted that the rv lead then had t-wave oversensing (twos) post ventricular pace (vp). The lead remains in use. No patient complications have been reported as a result of this event.